Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. ¿in addition, the following reportable malfunctions were identified during the device evaluation: damage on coupler stopper. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the part of the camera that holds the lens in place is cracked due to damage on coupler stopper. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited that the part of the camera that holds the lens in place is cracked. There were no reports of patient harm.